Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. A day prior to the peritonitis diagnosis, the patient experienced abdominal pain. The cause of peritonitis was reported as due to low serum albumin level; however, the cause remains unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once, discontinued on the same day) and amikacin injection (500mg, intraperitoneal, once discontinued on the same day) for peritonitis. A day after the peritonitis diagnosis, the patient was treated with cefazolin injection (1gm, intraperitoneal, once daily, discontinued) and amikacin injection (100mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.